Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-04685. It was reported that the patient experienced discomfort due to anchors used to secure the percutaneous leads. As such, during the surgical intervention for inoperable ipg (reference MFR. Report #3006705815-2018-01162) the anchors were explanted and replaced. Issue was reportedly restored with replacement of anchors.